Manufacturer narrative:
Initial reporter phone number - (B)(6). Field service specialist (fss) visited account and on arrival, performed system daily lens calibration and check calibration plastic of the date of the event. Both plastics were in specification and the eyetracker system worked fine. No error message reported or observed. Performed eyetracker calibration for safety reason and completed remaining checklist. Performed calibration plastic for ablation evaluation and comparison. System in specification on leave. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had a decentered ablation in right eye that caused serious irregular astigmatism and loss of 7 lines of best corrected visual acuity (bcva) pre-op bcva 10/10 pre-op refraction: -5.50 -0.50 axis 15°. Post-op bcva 3/10 post-op refraction: -2 -3.50 axis 90°. The account reported strong non-collaborating patient and frequently eye-tracker interruption during field service specialist service visit post event.